Event description:
Following transfemoral angioplasty of both common iliac arteries at the aortic bifurcation, two endovascular stents were successfully advanced to the taret lesion sites. One stent was successfully deployed at the target lesion site in the left common iliac artery. Upon inflation of the balloon catheter the stent advanced to the right common iliac artery, the balloon ruptured, leaving the stent partially expanded. A dormia loop was utilized to fixate the distal part of the guidewire and to retract the stent and guidewire toward the ileofemoral artery. The stent was then surgically removed via a standard retroperitoneal approach followed by an inguinal incision under general anesthesia. There were no additional clinical sequelae reported relative to the event.